Event description:
It was reported that the customer received multiple altitude alarms. There was no impact to customer's blood glucose level. Customer stated that the pump had been dropped recently. Reportedly, prior to dropping the pump, the customer had not received an altitude alarm.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.